Event description:
It was reported that inappropriate antitachycardia pacing was delivered due to incorrect interpretation of supraventricular tachycardia was observed on the device. No allegation of malfunction was made against the device and it was reported that the device performed as expected based on the programmed settings. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.